Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the numbers were going up when they entered their carbs. Customer removed the battery and put it back into the pump. Customer stated that there was a circle on the pump. Customer also stated that she was giving herself a bolus and numbers kept scrolling up on the screen. Customer removed the battery and when they placed the battery back in, they received a failed battery test. Customer stated that they are not able to use the buttons. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.